Event description:
Allegedly the uni was performed after a tibial osteotomy. Other compartments were being affected by the disease process.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00027.